Event description:
Pt swallowed mirror/housing when it broke away from spot weld at stem. Both pt and dentist were unaware that the mirror was swallowed until x-rays were taken. Pt passed the mirror/housing on the following.